Manufacturer narrative:
Significant reduction of irido-corneal angles. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+2.5/089 (sphere/cylinder/axis) in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. Patient is doing well. The cause of the event was unknown.